Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose of 591 mg/dl on (B)(6) 2017. The customer recalled their infusion set detaching, and having a bent cannula on another infusion set, which led to their high blood glucose. The customer was discharged from the hospital after four hours of admission. The customer was wearing the insulin pump at the time of the event. Troubleshooting did not find any issues with the insulin pump. The customer's current blood glucose was 110 mg/dl. The insulin pump will not be returned for analysis